Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 232 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.